Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used during a neurosurgical procedure in conjunction with synthetic dura where a lot of csf fluid was leaking and the filed could not be kept dry. Subsequently, the patient developed a sterile abscess. The involved surgeon did state that there was a very high chance that it was the synthetic dura that caused the problem. Bioglue is not an indicated in neurosurgery in the united states.